Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 19mm sjm trifecta valve was implanted. On (B)(6) 2021, the valve was explanted and replaced with an edwards inspiris resilia aortic valve. Upon explant, a tear was confirmed on the right coronary cusp (rcc) and the left coronary cusp (lcc) stent post. There was no calcification noted. The patient was reported to be in stable condition. It was reported that there is damage on the trifecta valve while explanting the valve.

Manufacturer narrative:
Additional information: d9, h3, h6, h10 the tear seen at explant was confirmed. The investigation found that leaflet 3 contained multiple tears. Leaflet 1 was received separately and had fibrous thickening and degenerative changes to the tissue. There was fibrous pannus ingrowth on the inflow and outflow surfaces of leaflet 2. The stent ring was deformed and one of the stent posts was twisted. How or when the damage occurred, and its relation to the event could not be conclusively determined, as it is unknown whether the damage was present prior to explant. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. Non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation demonstrated degenerative changes to the tear sites, which could have contributed to the formation of the tear.